Event description:
Reportedly, the patient, implanted three weeks earlier, called the physician after suffering from dizziness and having heard noise from the pacemaker during 10 minutes, while being in the bedroom. The physician asked the patient to come to the hospital for a follow-up. Upon interrogation, the device was not making any noise and appropriate behavior was observed. Preliminary analysis of the provided patient files revealed proper device functioning.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient, implanted three weeks earlier, called the physician after suffering from dizziness and having heard noise from the pacemaker during 10 minutes, while being in the bedroom. The physician asked the patient to come to the hospital for a follow-up. Upon interrogation, the device was not making any noise and appropriate behavior was observed. Preliminary analysis of the provided patient files revealed proper device functioning.